Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# j0519355v, implanted: (B)(6) 2005, product type: lead. Product ID: 3095-10, serial# (B)(4) implanted: (B)(6) 2005, explanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
The consumer reported that the patient had a damaged nerve from the original implant. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.